Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9610726-2010-00476.

Event description:
It was reported that, "pt had presented in office with pain in right knee. Femur and insert had been revised in 2000. On bone scan an uptake of tibia was noted. Plan to proceed with revision, since femur was solid and our company was unable to provide a duracon tray, surgeon elected to implant a triathlon universal tray with 5mm augments bilaterally, 50mm stem and a cs insert. The potential incompatibility was discussed with him prior to case."